Event description:
A customer returned a ventilator to the manufacturer's service center with a complaint the device's audible alarm function was intermittent. There was no allegation of patient harm or injury. The intermittent audible alarm failure was found to be caused by the ventilator's power switch. The manufacturer is currently conducting root cause analysis and will file a follow-up report when the investigation is complete.